Event description:
Solicited call. Patient¿s cadd ms3 pump seral number (B)(4), due 7/5/2019, was malfunctioning. Pump beeped and had error ¿load cartridge¿ when cartridge was loaded. This has happened several times (dates unknown). The error cleared previously. Error did not clear this past time (unknown date). Patient switched to backup pump. Did product fail while in use with patient? Yes. Did product cause/contribute to injury? No. Actual device available to be returned? Yes. Device replaced: yes. Reported to (B)(6) by: patient/care giver.